Manufacturer narrative:
Complaint no: (B)(4). The reporting facility was unable to determine whether the device was a baxter product as they were in the process of changing their inventory from non-baxter sets to baxter sets at the time of the event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown secondary IV set was involved in a no flow incident. This occurred during infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.